Manufacturer narrative:
(B)(4). Brand name: sling involved was manufactured by drive medical. The user manual that was delivered with the lift to the facility has a "warning" statement of "hoyer floor lifts are specifically designed for hoyer slings and accessories. Slings and accessories designed by any other manufacturer is prohibited and will void joerns healthcare's warranty. Use only hoyer slings and accessories to maintain user safety and product utility."

Event description:
It was reported to the manufacturer by the end user, per the end user, "on (B)(6) 2019 at approximately 3:45pm, resident fell while he was being transferred back to bed using mechanical lifter machine. Upon assessment, resident sustained a bump to the right side of his head. Physician was notified and first aid cold compress was applied and neuro check was initiated. Resident was sent to (B)(6) for further evaluation. Upon completion of a full investigation it was determined the patient lift was safe and fully functional and the exact cause of the incident could not be determined." Complaint# (B)(4) was entered into our system.